Event description:
It was reported that intermittent cartridge alarm occurred during insulin and the load process. Customer¿s blood glucose level was 200-561 mg/dl range. Elevated bg was address by correction bolus. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.